Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a car accident. The customer was pronounced dead at the scene; on county highway road. The caller stated that the customer had neuropathy, rheumatoid arthritis, central hypertension, vitamin d deficiency, osteoporosis, diabetes mellitus type 1, renal disease, was on dialysis, had end stage kidney disease, congestive heart failure, coronary artery disease, and had stroke. The caller did not know the customer's blood glucose at the time of death. The caller stated that the customer owned sensors however they do not know whether the customer was wearing a sensor at the time of death or not. The caller stated that the customer was wearing the insulin pump at the time of death. The caller did not know whether the customer used sensors or not. The caller agreed returning the insulin pump after consulting with the customer's next of kin.